Event description:
Per the clinic, the patient developed an infection at the abutment site; the patient was prescribed clindamycin on (B)(6), 2013 (dosage not reported). As of (B)(6), 2013, symptoms have resolved. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.